Event description:
Customer reported one sample, later identified with anti-jkb, failed to react with 0.8% resolve panel a lot # vra188. Sample had been tested using 0.8% screening cells and 2+ positive reaction was seen with cell #1 and # 2. Sample was tested manually in gel incubating for 15 minutes. Then testing was performed with 0.8% resolve panel a lot vra188 and no reactivity was seen. Sample was sent to reference lab and anti-jkb was identified. (Reference lab used gel method, product lots not provided). Customer performed full cross match in gel. No harm came to the patient. Only jkb negative units were selected for transfusion. Daily qc performed and found to be acceptable. All reagents were stored appropriately and had a normal appearance prior to use. Variables for possible lack of reactivity were discussed with the customer; however, the customer is concerned that 0.8% resolve panel a failed to react with the sample. Customer is reporting incident for tracking and trending; the sample is not available for return. No further action has been requested.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).